Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that there was impedances greater than 4000 ohms after multiple times of wiping down the lead, letting it dry, and reinserting. They verified that they could see the blue lead tip and the lead wire was secure by pulling on it. They wiped the lead down and it was inserted again with a twisting motion and on the second try, they indicated that c1, c2, and c3 impedances were good, but the rest were still high. The patient was getting bellows when the rep tested the lead using the external neurostimulator (ens). Also, the rep mentioned that he programmed the implantable neurostimulator (ins) prior to implant, but intra-operation he got an "oor." The "oor" was resolved with further programming. No outcome, cause, or actions/interventions taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.